Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this crt-d had previously experienced an episode of syncope. The patient advocate did not provide any further detail regarding the syncopal episode and an attempt to obtain additional information was unsuccessful. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.